Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains implanted. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information received noted that this device was explanted but will not be returned as the device was disposed at the hospital.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Manufacturer narrative:
(B)(4).